Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022. There are no plans to reimplant the patient with a new device as of the date of this report. Device analysis report attached. This report is submitted on april 12, 2023.

Manufacturer narrative:
This report is submitted on december 30, 2022.

Event description:
Per the clinic, it was reported that the patient had experienced extrusion of the electrode lead into the external auditory canal. Additional information has been requested but it has not been made available as of the date of this report.